Event description:
#3f arterial embolectomy catheter balloon ruptured during an "exercise" procedure. 1. Step I - balloon inflated to 50% and then deflated. 2. Step ii - balloon inflated to 75% and then deflated. 3. Step iii attempting to inflate balloon to 100% when it ruptured.